Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported pen needle clog when taking injections. Stated, sometimes she has to use more than one pen needle to complete one injection because the flow will stop halfway through. Stated, she does not prime before injection and will not be priming going forward because she does not want to waste her insulin. Discarded the box. Lot: unknown. Catalog: 2nd gen pen needles. Date of event: unknown. Samples: yes cl.